Event description:
It was reported that during an implant attempt of the left ventricular (lv) lead, it dislodged after slitting. Therefore, the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed.)